Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter to treat left sided atypical flutter the patient was unresponsive to waking up and experienced a major drop in blood pressure. Four ablation applications were made for a focal near the roof of the superior pulmonary veins during the procedure and it was completed successfully. Use of the catheter to treat left sided atypical flutter constituted off-label use of the device, as it is only indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). Protamine was administered to the patient at the end of the procedure and closure was performed. After the procedure the anesthesia team found that the patient was unresponsive to waking up and had a major drop in blood pressure. It took a while for this to be communicated to the physician, as the procedure team had broken scrub and left the procedure room thinking everything was normal with the patient. A code was called in the hospital, though the patient did not lose pulse. An echocardiogram was performed and no embolism was observed. A computed tomography (CT) scan was ordered to rule out any possible stroke and came back negative for stroke. The patient was admitted to the hospital and transferred to the intensive care unit (ICU) and intubated. Prior to ablation the patient was administered glycopyrrolate and heparin, in the ICU naloxone and other medications were administered to reverse the effects of those medications. The patient received left heart catheterization and a stent later the same day. A coronary angiography was also performed. Four hours after admission to the ICU the patient was extubated, awake, ambulatory, and coherent. It was also noted that the patient might have apical hypokinesis. The physician believes the patient complications were due to a strong reaction to the protamine which caused a downward spike in blood pressure. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in blocks h6 patient codes and h6 impact codes. Patient code e233601 cardiogenic shock was added, the second f23 unexpected medical intervention impact code was removed.

Event description:
It was reported that after a pulse field ablation (pfa) procedure using a farawave pulsed field ablation catheter to treat left sided atypical flutter the patient was unresponsive to waking up and experienced a major drop in blood pressure. Four ablation applications were made for a focal near the roof of the superior pulmonary veins during the procedure and it was completed successfully. Use of the catheter to treat left sided atypical flutter constituted off-label use of the device, as it is only indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). Protamine was administered to the patient at the end of the procedure and closure was performed. After the procedure the anesthesia team found that the patient was unresponsive to waking up and had a major drop in blood pressure. It took a while for this to be communicated to the physician, as the procedure team had broken scrub and left the procedure room thinking everything was normal with the patient. A code was called in the hospital, though the patient did not lose pulse. An echocardiogram was performed and no embolism was observed. A computed tomography (CT) scan was ordered to rule out any possible stroke and came back negative for stroke. The patient was admitted to the hospital and transferred to the intensive care unit (ICU) and intubated. Prior to ablation the patient was administered glycopyrrolate and heparin, in the ICU naloxone and other medications were administered to reverse the effects of those medications. The patient received left heart catheterization and a stent later the same day. A coronary angiography was also performed. Four hours after admission to the ICU the patient was extubated, awake, ambulatory, and coherent. It was also noted that the patient might have apical hypokinesis. The physician believes the patient complications were due to a strong reaction to the protamine which caused a downward spike in blood pressure. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.